Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Pump had moisture damage on electronics, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump display is scrolling numbers and has condensation behind the screen. Customer does not recall any significant events leading to the error except that she noticed when she was attempting a bolus. Customer's blood glucose was 180 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but buttons were not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.